Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the bluetooth icon never stopped blinking after being previously paired. No data was available for evaluation. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Additional - description of event.

Event description:
The alleged device was not returned for investigation; however, the transmitter was returned for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. A (B)(4) bluetooth pairing test was performed and the transmitter failed due to authentication. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.